Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the video system center's touch panel was not working and displayed error code e333. The issue occurred during inspection for use. There were no reports of patient involvement.